Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 89 mg/dl. Troubleshooting for partial display was performed. Customer received a low battery alarm, replaced the battery and then received a low reservoir alarm. Customer's insulin pump was stuck and did not turn back on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no missing segments or partial display and no frozen display noted. All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump passed displacement test and self test. The insulin pump had cracked battery tube thread and cracked reservoir tube lip noted.